Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the insulin printer was not working. The customer reported that the printer that prints labels for patient insulin was not printing. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jan-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the actual device used in this incident, it was determined that after logging into the admin, all settings were correct, and it was possible to print a blank square and a square label with '8' balls showing. A field service rebooted the device to resolve. The system functioned as intended after the field service engineer repaired the device.